Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 3.3, lab: 2.2. Patient was part of correlation study performed by the customer for a new meter. No pt info was provided.

Manufacturer narrative:
Investigation pending.